Manufacturer narrative:
(B)(6) 2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016, (B)(4).

Event description:
The reporter stated that the device was used post operatively after surgical vagotomy and pyloroplasty. Reporter stated that six days after insertion, urine did not flow from the measuring chamber to the collection bag after they repeatedly turned the blue lever of the device. The device was removed and the collection system was changed to a bedside drainage bag. Reporter stated that there was no presence of hematuria or urine sediment. No further details were provided.

Manufacturer narrative:
No sample received. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. A previous investigation is applicable to this complaint investigation. The previous investigation has been closed. Based on the information received, the root cause of the reported issue cannot be identified during the investigation. No corrective actions required. Therefore, this complaint will be closed without further actions. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 25, 2016. (B)(4).